Event description:
It was reported that during use on a patient, the ac reel cord of the cardiosave intra-aortic balloon pump (iabp) was not working. Specifically, it was reported that the cord was tangled on the reel causing it to extend, but not retract. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse resolved the reported issue by re-seating the cord tangled on reel retractor. The fse then performed full calibration, all functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).